Manufacturer narrative:
The returned device was evaluated and a tear in the exposed portion of the cannula resulted in fluid not being able to flow through the entire fluid path. It could not be determined how or when this damage occurred. No timeouts or drive stalls were seen in the download data. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) values from the continuous glucose monitor (cgm).

Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had rose to 307 mg/dl. As treatment, the patient applied a new pod after boluses had not brought down their blood glucose level.